Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - exchange of j-tube. (B)(4) - the reported event tube split open on one of the ports. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube was placed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the patient presented with the tubing split open on one of the ports. The procedure was completed with three port through the peg jejunal feeding tube, (pigtail, 12fr). The patient's condition at the conclusion of the procedure was reported to be fine.